Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of company cartridge and non company viscoelastic. Both of these accessories are not qualified for use with the associated iol model. We are unable to verify the reported complaint. No sample was returned for evaluation. The root cause may be related to failure to follow IFU, as the surgeon states the use of non-qualified combination and non-qualified ovd. The use of an non-qualified combination or non-qualified ovd may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of intraocular lens (iol), rupture of the capsule by the lens was noted. Due to unstability of the lens with the haptics, the lens was explanted and replaced by 3 piece lens.

Manufacturer narrative:
The product was returned for analysis. Iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is intact, the other has fibers and marks from an indelible marker. The optic the optic is cracked/fractured and scratched/marked-rejectable with loose fibers, particulate and marks from an indelible marker. The manufacturer internal reference number is: (B)(4).